Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sndldanwk main drawer 6 produced a clicking sound and does not open unless manually pulled. Additionally, the drawer sticked when opened halfway. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to open. The field service engineer found that the pocket was sticking up due to medication protruding, which caused the pocket lid to sit unevenly and rub. The railing was also found to be faulty and was replaced. The system functioned as intended after the field service engineer repaired the device.